Manufacturer narrative:
Several requests were sent to the field rep for additional information. No response was received. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during ongoing use, premature battery depletion is suspected. During a routine follow-up, the battery longevity estimated to show about 1.5 years remaining. An analysis of the device data via latitude system is pending. No adverse effects to the patient were reported.